Event description:
It was reported that the lesion located in the mid left anterior descending artery was mildly tortuous, 80% stenosed, and fibrotic. A balance middleweight (bmw) guide wire was used to access the lesion. After predilatation was performed, the 2.75 x 15 mm xience v stent was deployed. It was observed that there was a tissue prolapse for which another 2.75 x 23 mm xience v was placed for treatment. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.